Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the cassette during the initial drain on the homechoice. The patient noticed the cassette leaking fluid by the door of the homechoice. At the time of the call, the hp was disconnected and the homechoice was back at press go to start. The technical service representative (tsr) assisted the patient with removing the supplies and resetting up with new supplies. The patient would reset and begin therapy again. The tsr asked if the bags were leaking and the patient stated no and the patient took the cassette out and could not see anything wrong with it. The tsr asked if any unused clamps were opened and the patient stated no. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.